Manufacturer narrative:
(B)(4). A device history record review was performed with a potentially relevant finding. A nonconformance (B)(4) was initiated to address broken ampule issues for lot# 23f18k0548. The customer reported broken ampules in the kit. The customer returned one opened kit which contained the saline solution and lidocaine ampules broken into two pieces for investigation. The ampules were visually examined with and without magnification. Visual examination of both ampules revealed the ampules are broken at the score line. No pieces of the either ampules appear to be missing. No other defects or anomalies were observed. The reported complaint of broken ampules was confirmed based upon the sample received. The saline solution and lidocaine ampules were found to have broken at the score line. A device history record review was performed with a potentially relevant finding. Based on the information provided, the potential root cause of this issue is design related. A nonconformance was initiated to further investigate this complaint issue.

Event description:
It was reported that two kits have broken vials and jumbled product. There was no injury.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that two kits have broken vials and jumbled product. There was no injury.